Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's reported problem was verified. The pump was found to be displaying "no disposable" alarm message during the investigation. Service will replace the faulty upstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a "no disposable" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.